Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the black box showed evidence of a cs 012 alarm. A 24 hr duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or defects found to the printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked.